Manufacturer narrative:
No product was returned for analysis. However, one picture of a portex® bivona® tts¿ (tight-to-shaft) tracheostomy tube was returned for evaluation. In the picture, it was observed that the neck strap was cut. The manufacturing process was reviewed; no discrepancies. The assembly process was reviewed, and training process confirmed; no discrepancies. Verification of 32 units were reviewed to assess for possible molding issues; no damage detected. Based on the evidence, the complaint was confirmed but the root cause is unknown. However, the most probable root cause is that damaged occurred after the product left the shm facility.

Event description:
Information was received indicating that the flange to a smiths medical portex® bivona® tts¿ (tight-to-shaft) tracheostomy tube was observed to be torn. Subsequently, a trach tube change out was performed. There were no reported adverse patient effects.